Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The evercross dilatation catheter was received for evaluation without any ancillary devices. The balloon chamber exhibited a spiraled circumferential tear approximately 0.5cm to 1.0cm from the proximal point of the balloon chamber. The inner shaft exhibited a tear at the distal edge of the distal marker band witness mark. The inner shaft was approximately 12 cm, significantly longer than expected for a 8 cm balloon. The inner shaft also exhibited longitudinal compression sections. This would indicate that the inner shaft was subjected to both tensile forces and longitudinally compressive forces. The balloon material exhibited approximately 4.5cm of longitudinal tearing distal to the circumferential tear. The distal marker band was present but the proximal marker band was not received.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The evercross balloon popped upon inflation in calcified contralateral common femoral artery. When physician tried to retract the burst balloon into sheath, the material balled up, making it impossible to remove. He was able to get a wire through balloon emboli, and stick the contralateral side (right) with a 9 french sheath. A biopsy forceps was used to grab and retrieve the broken tip.